Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported gastrointestinal (gi) bleeding could not be conclusively determined through this evaluation. A direct cause for the reported infection could not be conclusively determined through this evaluation. Evaluation of the patient¿s submitted log files confirmed elevations in pump power, and the account attributed the elevations in pump power, as well as the elevated lactate dehydrogenase (ldh), to the patient¿s infection. The submitted log files contained overlapping data from (B)(6) 2021 and from (B)(6) 2021. The pump operated above the low speed limit for the duration of the log files. The log files recorded intermittent power elevations on (B)(6) 2021. All of the power elevations were captured during pulsatility index (pi) events. The log files appeared to show the system operating as intended. The account reported that the patient was admitted to the clinic on (B)(6) 2021 due to gastrointestinal (gi) bleeding. The patient was found to have acutely elevated lactate dehydrogenase (ldh) of 1500. The patient had a cta (computed tomography angiography) performed on their chest and the findings were unchanged from the previous outflow graft stenosis on (B)(6) 2020 captured under manufacturer report number 2916596-2021-07348. The patient reportedly also had blood cultures drawn which were positive for a bloodstream infection from their central line. The patient reportedly also experienced elevated pump powers. The account attributed the elevated pump powers and elevated lactate dehydrogenase (ldh) to the patient¿s infection. The patient¿s central line was removed, and they were started on antibiotics and a heparin drip. The patient¿s ldh improved, and the patient was reportedly stable. The patient remains ongoing on ventricular assist device (vad) support. The heartmate ii lvas IFU, rev. C, is currently available. The IFU lists bleeding, infection, and hemolysis as adverse events that may be associated with the use of the heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. The IFU contains information on controlling infection in the patient care and management section. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Heartmate ii lvas patient handbook, rev. C, section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. Review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: the patients previous outflow graft stenosis on (B)(6) 2021 was captured under manufacturer report number 2916596-2021-07348. Manufacturer's investigation conclusion: a direct relationship between the device and the reported gastrointestinal (gi) bleeding could not be conclusively determined through this evaluation. A direct cause for the reported infection could not be conclusively determined through this evaluation. Evaluation of the patient¿s submitted log files confirmed the elevations in pump power, and the account attributed the elevations in pump power as well as the elevated lactate dehydrogenase (ldh) to the patient¿s infection. The submitted log files contained overlapping data from (B)(6) 2021 to (B)(6) 2021 and from (B)(6) 2021 to (B)(6) 2021. The pump operated above the low speed limit for the duration of the log file. The log file recorded intermittent power elevations on (B)(6) 2021 and (B)(6) 2021. All of the power elevations were associated with pulsatility index (pi) events. The log files appeared to show the system operating as intended. The account reported that the patient was admitted to the clinic on (B)(6) 2021 due to gastrointestinal (gi) bleeding. The patient was found to have acutely elevated lactate dehydrogenase (ldh) of 1500. The patient had a cta (computed tomography angiography) performed on their chest and the findings were unchanged from the previous outflow graft stenosis on (B)(6) 2021 captured under manufacturer report number 2916596-2021-07348. The patient reportedly also had blood cultures drawn which were positive for a bloodstream infection from their central line. The patient reportedly also experienced elevated pump powers. The account attributed the elevated pump powers and elevated lactate dehydrogenase (ldh) to the patient¿s infection. The patient¿s central line was removed, and they were started on antibiotics and a heparin drip. The patient¿s ldh improved, and the patient was reportedly stable. The patient remains ongoing on ventricular assist device (vad) support. The heartmate ii lvas IFU, rev. C, is currently available. The IFU lists bleeding, infection, and hemolysis as adverse events that may be associated with the use of the heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. The IFU contains information on controlling infection in the patient care and management section. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Heartmate ii lvas patient handbook, rev. C, section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. Review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had been seen on (B)(6) 2021 for gastrointestinal bleeding (gib). A computed tomography angiography (cta) was performed on this date which visualized an unchanged outflow graft (ofg) stenosis compared to (B)(6) 2020 imaging. An echocardiogram was performed on (B)(6) 2021 without evidence of pump dysfunction given adequate left ventricular (lv) decompression and ability to close the atrioventricular (av) valve.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in clinic on (B)(6) 2021 with an acutely elevated lactate dehydrogenase (ldh) of 1500. Log files showed notable intermittent power and flow spikes. The patient was otherwise fairly asymptomatic with intermittent dull chest pressure. The patient did not experience any ventricular assist device (vad) alarms. Log file analysis captured intermittent elevated powers greater than 10 watts along with persistent pulsatility index (pi) events. It was additionally reported on (B)(6) 2021 that the patient's elevated pump powers and ldh were caused by acute infection. The patient's blood cultures were positive for ochrobactrum infection due to a central line bloodstream infection (clbi). The patient was reportedly stable with their ldh improving with removal of the infected central line, oral antibiotics treatment, and intravenous heparin.